Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of her tampon she could not find a string. She manually removed the pledget and found a small string hanging off the pledget like the string had broken off prior to the tampon being packaged. She did not seek medical attention and did not experience any adverse health effects.